Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.